Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly was feeling hot, sweaty and dizzy; high blood glucose symptoms. Customer allegedly attempted to test on her meter but meter would not turn on. Customer does not have strips that are unexpired. Customer was found passed out and CPR was performed on her and ambulance was called; emts gave her an injection in her heart, intubated her and took her to the hospital. Customer reported she was told she had a seizure and her blood glucose level was 468 mg/dl on hospital meter; was treated with insulin via IV and tests were ran. Meter was returned and replacement was provided.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.